Event description:
It was reported that during a holmium laser lithotripsy and ureteral stent implantation procedure, the fiber was fused at the entrance of the soft lens into the fiber, the laser began forward firing and was excited to the physician palm, causing a minor burn which did not need treatment; the procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
H1 type of reportable event: corrected. Upon receipt at the post market quality assurance laboratory, the device was subjected to visual, microscopic, and functional evaluation. The fiber passed all functional tests. No physical anomalies were identified. The fiber tip exhibited normal degradation and burn marks on the jacket, consistent with expected use. The connector showed no defects. The aiming beam output was bright but distorted. Based on the laboratory findings and the information available, the reported forward firing behavior is an expected behavior for this device type and does not represent a device malfunction. Therefore, a conclusion cause of no problem detected was assigned to this investigation. A review of the device history record (DHR) confirmed that the device complied with all applicable material, assembly, and performance specifications. According to the device instructions for use (IFU), users are instructed to inspect the fiber for kinks, punctures, fractures, or other signs of damage prior to use. A damaged fiber may result in accidental laser exposure or injury to personnel or the patient, or fire in the treatment room. In addition, burn is a known as a known potential risk associated with this device and procedure type in the IFU.

Event description:
It was reported that during a holmium laser lithotripsy and ureteral stent implantation procedure, the fiber was fused at the entrance of the soft lens into the fiber, the laser began forward firing and was excited to the physicians palm, causing burns; the procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that during a holmium laser lithotripsy and ureteral stent implantation procedure, the fiber was fused at the entrance of the soft lens into the fiber, the laser began forward firing and was excited to the physician palm, causing a minor burn which did not need treatment; the procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
The following fields were updated with additional information- b5 describe event or problem h6 impact codes.